Event description:
The customer tested her blood glucose and received a reading of 87 mg/dl using her contour meter. She retested using a breeze2 meter and received a reading of 24 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. A replacement meter and test strips were sent to the customer.